Event description:
The complaint states that a transmitter not working was reported. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss greater than an hour was found within the investigation window. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).